Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The (B)(4) stenosed, 38x4.00mm, eccentric and de novo target lesion with a bend of: 45 degrees was located in the mildly tortuous and mildly calcified left anterior descending artery and left circumflex artery. After a non-boston scientific (bsc) guidewire crossed the lesion and a 3.5 7f non-bsc guide catheter was engaged, pre-dilatation was performed using four non-bsc balloon catheters, sizes 2.5/15, 2.5/20, 2.75/20, and 4.0/20 respectively leaving (B)(4) residual stenosis. A 4.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion. The device was removed and found the tip of the stent itself was deformed. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.